Event description:
Reporter indicated that a pt had come in for a routine office visit. The physician performed a diagnostic test (type unk) and received a high lead impedance indicating a possible lead malfunction. Pt had an increase in seizure activity beginning two days prior to the office visit. Diagnostics had not performed for several years. X-rays were reviewed by the physician and no obvious lead discontinuities were observed.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to serious injury.